Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A distal femur fracture around the total knee arthroplasty was reported right after patient stepped in a hole. Open reposition and internal fixation with a liss plate.

Manufacturer narrative:
An event regarding a distal femur fracture around a total knee arthroplasty was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: there is no evidence for any device-related malfunction in the current information. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the distal femur fracture above the total knee arthroplasty was caused by the patient stepping in a pothole causing a periprosthetic fracture which required open reduction and internal fixation with a liss plate and screws. The femoral bone is relatively weak under torsional overload and a spiral fracture then becomes the result. This represents an overload condition by external traumatic forces which are typically patient-related event that is beyond control of anyone. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A distal femur fracture around the total knee arthroplasty was reported right after patient stepped in a hole. Open reposition and internal fixation with a liss plate.